Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained on n1. Samples were repeated on unspecified platform and the results were negative. There was no reported patient impact. Eua# (B)(4). The following information was provided by the initial reporter: it was reported that there's a questionable n1 positive only results on bd sars-cov-2.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. (B)(4)) lot 1279066 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lot 1279066 was manufactured according to specifications and met performance requirements. Customer reported samples that gave positive results for the n1 target only with bd sars-cov-2 reagents for bd max¿ system (44500301) kit lot 1279066. Three samples were identified by the customer, and according to the complaint text, two of these samples repeated negative on a different platform. Customer provided the database from instrument ct1822 and three runs (run 811, 812 and 814) for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagent¿s instruction for use. Manual pcr curve adjudication of the three samples was performed. Pcr curves analysis revealed late and low, but true amplifications for n1 target without anomaly indicative of true positive results. Low positive samples can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Moreover, limit of detection can vary between different assays. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. However, bd is unable to confirm the exact cause of the issue. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lot 1279066. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2 reagents for bd max¿ system a false positive result was obtained on n1. Samples were repeated on unspecified platform and the results were negative. There was no reported patient impact. Eua# (B)(4) the following information was provided by the initial reporter: it was reported that there's a questionable n1 positive only results on bd sars-cov-2.